Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. It is likely water invaded the scope connector, which led to a circuit board failure at the connector, and resulted in the displayed error message (e315) temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "precaution for disappeared or frozen endoscopic image. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. -connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. -make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. -do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. -if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use. Warnings and cautions -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, after use of the device in a procedure, it was observed that an e315 scope error, which is a scope communication error message, was received for the device. There is no patient involvement. The previous procedure was completed with the same device without any delay or any issues.

Manufacturer narrative:
Due diligence was performed for this event with no response from the customer. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that though the user¿s complaint of the e315 error message was not duplicated, there was no image received for the device. Water invasion was noted in the device; there was no leakage present in the device. Once the device aerated and dried, the issue of no image was resolved. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.